Event description:
Info received indicates the customer experienced a 40% underdelivery. Customer states when the bag is filled to 250ml and the air is expelled according to instructions, the set only delivers 150ml. Customer believes this is due to the fact that the air is expelled.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review for reportability.